Event description:
It was reported that this right atrial (ra) lead potentially exhibited loss of capture (loc). Technical services (ts) reviewed the reports and could not conclusively confirm that there was capture. Ts suggested following actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).